Event description:
The user facility reported that during a gastroscopy, the image became distorted to the point it was no longer visible. The procedure was reportedly completed with a different, but similar device and there was no patient injury. The users stated they had noted a distorted image prior to the procedure, but elected to use the device.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report of a distorted image, but was still visible. The biopsy channel of the device was found leaking, which attributed to the corrosion noted in the grip area. There were also scrapes and tear marks noted on the bending section area of the insertion tube. The cause of the user's experience was attributed to a damaged ccd (charge coupled device) unit due to fluid invasion. This report is being submitted as a medical device report in an abundance of caution.